Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 90 CT mail order only were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needles clogged. Verbatim: consumer reported needle clog with 10-15 pen needles in current box. Stated sometimes the pen needles don't release any medication during injections stated sometimes they clog up during the injection also".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Pen needle DHR batch 9225795 was reviewed: the batch number was built with pen needle assembly line in apr 2020. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 90 CT mail order only were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that pen needles clogged. Verbatim: consumer reported needle clog with 10-15 pen needles in current box. Stated sometimes the pen needles don't release any medication during injections stated sometimes they clog up during the injection also".